Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the customer noticed that the device was difficult to toggle, load, and unload. In addition, the needles kept falling out of the jaws of the device. Customer opened a new device to finish the case. The patient is alive with no injury.